Manufacturer narrative:
Device will not be returned. Device retained by patient. If the device or additional information becomes available it will be submitted on a supplemental report.

Event description:
We received a letter from a patient's attorney stating that his client underwent a revision surgery due to the nail fracturing 16 weeks post op.